Manufacturer narrative:
An attempt to replicate the reported issue using the carelink connect app with a test account in production was successful. This issue is confirmed. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in (B)(4). After conducting a thorough investigation, it was determined that this issue was due to a bug involving an issue with parallel execution between cumulus and cosmos. Upon investigation with the software engineering team, a temporary workaround was deployed. The workaround involves manually updating all cp links in the preferences table within cumulus. The esf number that corresponds to the reported issue is: 5084381 to assist with the resolution of the issue, we provided the helpline team with the following to ensure that it is addressed effectively. This issue identified as a bug. As confirmed from logs, carepartner is seeing the data from his linked patient. The fix is scheduled for future release. No action needed from customer at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to replicate the reported issue using the carelink connect app with a test account (ousprod_p_99) in production was successful. This issue is confirmed. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in 10938952doc_p. After conducting a thorough investigation, it was determined that this issue was due to a bug involving an issue with parallel execution between cumulus and cosmos. Upon investigation with the software engineering team, a temporary workaround was deployed. The workaround involves manually updating all cp links in the preferences table within cumulus. The esf number that corresponds to the reported issue is: 5084381 to assist with the resolution of the issue, we provided the helpline team with the following to ensure that it is addressed effectively: this issue identified as a bug. As confirmed from logs, carepartner is seeing the data from his linked patient. The fix is scheduled for future release. No action needed from customer at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.